Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: visual and functional inspection was performed. The reported difficulties were not confirmed as the device performed as intended during return device testing. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation was unable to determine a conclusive cause for the reported leak. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other 2 indeflators referenced are filed under separate medwatch reports.

Event description:
It was reported that during an intervention, three indeflators did not hold pressure during balloon inflation. There was no reported adverse patient effect or a clinically significant delay in the procedure. Another indeflator was used to complete the procedure. No additional information was provided.